Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The video input was switched from input 2 to input 1 and the image problem was resolved. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the itrak 3500l was unable to display any image cancelling the procedure. There was no adverse patient involvement reported. There was no patient information reported.